Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). Health professional - yes. Initial reporter occupation - doctor. Device manufacture date - unknown due to unknown lot number. The 510(k): k923607 and k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the actual sample was a piece of substance black in color approximately 90mm in length. Magnifying inspection found it had a semi circler groove on the surface along the total length in the lengthwise direction with the one end having an acute-angled cut cross-section. Electron microscopic inspection of the grooved segment revealed dispersed particles on the surface. Elementary analysis of the particle identified it as tungsten. Terumo's guidewire contains tungsten in the state of being dispersed on the surface of the urethane outer layer for enhancing the radiopacity of the wire. The state of dispersion of the tungsten particles was found to be similar to that of the product sample. The actual sample was ft-ir evaluated and found to have the spectrum which was very similar to that of terumo's guide wire (polyurethane). It is likely that the actual sample is mostly like a urethane outer layer that sheared from the guidewire product. Reproductive testing was performed on a current guidewire product sample was inserted into a metal needle and withdrawn from it. The urethane outer layer was sheared from the product sample. The sheared piece was found to be in the state very similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual device was pulled through the metal needle used in combination with the actual device in the state of having contact with the edge of the metal needle, resulting in the shearing of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the actual radifocus guidewire m was used in combination with a metal needle in a ptcd. The customer did not perceive any resistance during the procedure. During a CT examination, on another day, a fragment of urethane was found in the patient's body. It was removed from the patient's body by surgery under abdominal cavity mirror. With no problem with the hemodynamics, the patient was discharged from the hospital.